Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that insulin drips were intermittently not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, multiple cartridge changes were performed to address the issues; however, cts determined that the pump was not functioning as intended and a replacement pump was sent to the customer for customer satisfaction. Customer declined further assistance from tandem technical support regarding the issue. Customer's blood glucose was 207 mg/dl.